Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery in 2004 using rhbmp -2/acs. Medical record review: (B)(6) 2012: the patient presented for comprehensive preoperative medical evaluation. Patient complained of increase in her pain after she underwent an anterior cervical discectomy and fusion in 2002 due to history of neck pain and shoulder blade pain. Patient had difficulty in raising her arms and would often awake with pain and numbness in her arms. Impression: cervical spine disease, now operative intervention. History of depression and panic attacks with recent resumption of her antidepressant therapy. Remote history of idiopathic thrombocytopenic purpura, resolved after splenectomy. Hypercholesterolemia. Sulfa allergy. Chronic tinnitus. Remote history of pleurisy. History of palpitations and chest pain with a prior normal cardiology evaluation. These resolved with treatment of her anxiety and panic attacks. Occasional gastroesophageal reflux in the remote past with no recent recurrence. On (B)(6) 2012: the patient presented with pre-op diagnosis: cervical radiculopathy, c7. Patient was having neck pain that radiated to the right arm to the middle finger. For which the patient underwent following procedures: anterior cervical discectomy, c6-c7. Arthrodesis, c6-c7. Anterior cervical instrumentation, c6-c7. Structural allograft, c6-c7. Hardware removal c5-c6. ¿bmp¿. ¿ssep¿. Exploration of a fusion mass. Per op notes, soft tissues were elevated off the anterior aspect of the spine. Hardware was located and using the instrument, the plate was removed. Then fusion mass was explored at c5-6, which was found to be slightly diffused. At this time, c6-7 was identified, after decompression; the structure allograft with bmp was placed at the c6-c7 with tight fit. Then, the appropriate size cervical plate was selected by x-spine spider plate and then using direct vision as well as the fluoroscopy, screws were placed at c6 and c7. Intraoperative fluoroscopy was taken which revealed the instrumentation to be in acceptable position. There was a delay previously at the c7, which was improved at the end of the procedure. The patient was extubated and transferred to recovery room without incident. No patient complications were noted. On (B)(6) 2012: the patient was discharged from the facility with following discharge diagnosis: status post anterior cervical discectomy and fusion c6-c7, hardware removal c5-c6.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.